Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. All components were removed and replaced, and no patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later, a surgical procedure was performed, during which a hole in the balloon was identified. All components were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, and leak tested. A leak due to a hole in the component shell was noted, consistent with sharp instrument damage; due to that finding, the balloon could not be functionally evaluated. The pump was visually inspected, leak and functionally tested, and it passed all testing. The cuff was visually inspected and tested for leaks. Folds were noted but no leaks were identified. Based on the information available and analysis results, the reported clinical observations could not be confirmed.